Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9735675, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that when in registration screen viewing a 3d model, the screen went black for a brief moment. The screen then came back on in the same place in the software. No patient present.